Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, it was noted that one tab that was stuck upon the final release of the valve, they went through the best practices to release the last tab. They pulled the guidewire back to release tension in the delivery system and turned the handle of delivery system 180 degrees in one direction, wait a few mins, then they turned in opposite direction, waited for a few minutes. They successfully got the final tab off after a few minutes. The valve was successfully implanted at a depth of 4mm at non-coronary cusp (ncc) and 3mm at left coronary cusp (lcc). After the procedure, the patient had a stroke overnight. The patient was reported stable.

Manufacturer narrative:
The device was not returned for analysis. An event of difficult or delayed separation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported difficult or delayed separation could not be conclusively determined. A cause for the reported stroke could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on 20 febaruary 2025, a 27mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, it was noted that one tab that was stuck upon the final release of the valve, they went through the best practices to release the last tab. They pulled the guidewire back to release tension in the delivery system and turned the handle of delivery system 180 degrees in one direction, wait a few mins, then they turned in opposite direction, waited for a few minutes. They successfully got the final tab off after a few minutes. The valve was successfully implanted at a depth of 4mm at non-coronary cusp (ncc) and 3mm at left coronary cusp (lcc). After the procedure, the patient had a stroke overnight. The patient was reported stable and discharged.